Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a patient experienced a stroke. A pulsed field ablation (pfa) procedure was performed with a farawave catheter. No transesophageal echocardiogram (tee) was performed pre procedure to rule out a clot on the left atrial appendage. The first dose of heparin was given during transeptal. The procedure was completed without issues. During recovery time, the patient expressed a loss of peripheral vision. The patient was taken for further investigation, and a thrombus was found on a brain scan. The patient underwent a endovascular thrombectomy (evt) for an acute ischemic stroke. The patient was successfully discharged.